Event description:
A hospital in (B)(6) reported that they could not connect the heater wire to the expiratory limb of an rt340 adult dual heated evaqua breathing circuit. This was reported prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint breathing circuit was returned to the manufacturer for evaluation. The pins on both the expiratory and inspiratory limb of the complaint device were tested to see if they could be connected to a heater wire adaptor. Results: full insertion of the heater wire adaptor was not possible as the heater wire pins of the expiratory limb was bent, confirming the reported fault. Full insertion of the inspiratory pins and heater wire adaptor was successful. A lot check could not be performed as no lot number was provided. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to bend the heater wire pins during use if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were bent during production or by the end user. (B)(4).